Event description:
It was reported that the patient had a loss of therapeutic effect following a big fall on (B)(6) 2013. The patient had been falling since then, having worsening parkinson's disease symptoms, and general weakness. The patient had been hospitalized due to his symptoms. After a system check was done on one side, it indicated "3 ok." It was stated that, assuming there are 4 electrodes, this implied that one of the electrodes was measuring out of range. It was later reported that the patient also had a normal battery depletion and that a replacement was scheduled for (B)(6) 2014. It was unknown if the problems were attributed to the low battery.

Manufacturer narrative:
(B)(4).